Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded by the customer. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an x-ray imaging done on the day after the procedure, the surgeon noticed that a part of the tool, approximately 2 centimeters, was left on the patient. Patient will be scheduled for another surgery to remove the broken part of the tool. No additional information was provided regarding patient status. Additional information about the event is being followed up from the facility contact person

Manufacturer narrative:
Second surgery was performed last (B)(6) 2018 to remove the pieces of f2/8ta23 tool. It was successful and patient is well. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was stated that in the initial surgery there was a little hemorrhage while doing the operation on the patient, and this is when the surgeon realized that a part of the tool was broken. There was approximately a 10-15 minute delay to look for the broken tool but the surgeon did not find it in the patient, and believed that the broken part was aspirated. A new tool was used and surgery was continued. After this surgery, upon doing an x-ray on the patient, the broken part was traced and a second surgery was conducted the day after (B)(6) to remove the pieces of f2/8ta23 tool. Second surgery was successful and patient is well.